Event description:
It was reported that partial deployment occurred. The patient presented with biliary occlusion and underwent percutaneous transhepatic biliary drainage (ptbd). After crossing the lesion with a 035 guidewire, a 6fr sheath was inserted. A 10x100x120 epic stent was advanced for treatment. However, during the procedure, the device was stuck in the delivery system and only half of the stent opened. After some negotiation, the delivery system released the stent. The stent was fully opened and implanted. The procedure was completed with an additional epic stent. No patient complications were reported and the patient status was stable.